Manufacturer narrative:
Title: procedural, clinical, and health status outcomes in chronic total coronary occlusion revascularization: results from the perspective study journal: catheterization & cardiovascular intervention year: 2019 issue: 3 ref: doi: 10.1002/ccd.28494. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article was submitted. The percutaneous revascularization at piedmont for chronic total occlusions survey was a single-centre, single-arm study which examined procedural, clinical, and patient reported health status outcomes among patients undergoing chronic total occlusion (cto) pci with specific focus on outcomes for those treated with zotarolimus-eluting stents (zes). 500 consecutive patients were enrolled in the study. A powered secondary endpoint was to compare 1-year mace among cto patients in a prospective pre-specified cohort of 250 of these 500 patients treated with zes, with a performance goal derived from prior cto des trials. Resolute integrity stents were the only zes used in this pre-specified cohort for an expanded labeling indication specific to ctos. The initial 250 consecutive cto patients were identified retrospectively from 2013 to 2014, and the succeeding 250 patients were prospectively followed from 2014 to 2016. Myocardial infarction, clinically significant perforation, tamponade, emergency surgery, contrast nephropathy were all reported to have occurred during the procedure across the overall study population. It was noted that clinically significant perforation, defined as any perforation resulting in hemodynamic instability and/or requiring intervention, was observed in 26 procedures with development of cardiac tamponade in 7 cases within the overall study population. For the entire study population, one death, mi, and clinically driven tlr were reported to have occurred in-hospital. Among the in hospital adverse events across the entire study population, 1 death was associated with right coronary perforation that led to myocardial hematoma and subsequent rupture. For 55 unsuccessful cto recanalization procedures, three patients underwent coronary bypass surgery, and repeat percutaneous cto revascularization was attempted in 19 cases. Among these 19 cases, 17 were successfully treated with second attempt pci. Among the 55 unsuccessful procedures, 4 mi events and 1 death were observed. It was noted that in the prospective cohort, postprocedural cardiac biomarkers were measured in all patients to ensure accurate reporting of procedural-related adverse events. At one year, death, cardiac death, protocol-defined mi, tlr, and stent thrombosis were reported across the study population. Cardiac death was considered as any fatal event not attributable to a noncardiac cause. Among tlr events, it was noted that 4 patients underwent coronary artery bypass surgery. Angina status was also reported post procedure. Definite/probable st was identified in 3 patients with no st events observed after 30 days, with one of these events being in the prospective pre-specified cohort. It was noted that despite high patient and lesion complexity, treatment with zes was associated with favourably low adverse events that achieved significance compared with a performance goal of previous des studies in cto pci. It was also mentioned that through 1 year, most mi events were procedural-related events, and rates of cardiac death and tlr were favourably low.